Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-02031. It was reported the patient experienced ineffective stimulation. Consequently, the scs system was explanted.